Event description:
Note: the date of the event is unk. A stonetome stone removal device was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, as the physician "... Began cutting with the sphincterotome, the cutting wire broke." The procedure was completed with a second stonetome stone removal device. No pt complications were reported as a result of this event, and the pt's condition was reported as "ok" following the procedure.

Manufacturer narrative:
The lot number is unk; therefore, the manufacture date cannot be determined. The device has not been returned. A device analysis is not available; therefore, the cause of the reported device malfunction is unk. Although, the root cause of the current event is unk, possible causes for cutting wire detachment include: improper tome position allowed the cutting wire to abut the endoscope which resulted in a short circuit and excessive power was applied to the cutting wire due to improper generator settings. The feb 2008 15-month stonetome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.